Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It failed while pressure was being applied during a code. It seems to function now but I do not think I have an adequate test. The rn attempted and then the doctor attempted twice to place a left tibial io using the driver. The driver initially drove freely but during insertion bogged down, lost power and then stalled completely on all 3 insertion attempts. This caused a delay in access of at least 5 minutes. The proximal tibia left was the site using a 45mm needle. The user is aware of manual placement but manual insertion was not attempted; all attempts were abandoned after the second failure and nursing obtained IV access and the doctor placed r femoral cvc. A back up driver was not available. I was not aware of the green light during insertion; the following morning the driver was examined, when the trigger was depressed the light was initially green and then blinked red. The patient's condition immediately prior to this event: without pulse and not breathing. The patients current condition is intubated, brain dead with a CT showing anoxic injury. The medical intervention included epinephrine administration, amiodarone administration, CPR, intubation, central vasopressors. Central venous access was delayed.

Event description:
It failed while pressure was being applied during a code. It seems to function now but I do not think I have an adequate test. The rn attempted and then the doctor attempted twice to place a left tibial io using the driver. The driver initially drove freely but during insertion bogged down, lost power and then stalled completely on all 3 insertion attempts. This caused a delay in access of at least 5 minutes. The proximal tibia left was the site using a 45mm needle. The user is aware of manual placement but manual insertion was not attempted; all attempts were abandoned after the second failure and nursing obtained IV access and the doctor placed r femoral cvc. A back up driver was not available. I was not aware of the green light during insertion; the following morning the driver was examined, when the trigger was depressed the light was initially green and then blinked red. The patient's condition immediately prior to this event: without pulse and not breathing. The patients current condition is intubated, brain dead with a CT showing anoxic injury. The medical intervention included epinephrine administration, amiodarone administration, CPR, intubation, central vasopressors. Central venous access was delayed.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in (B)(6) 2013 and is approximately 7.5 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.